Event description:
This 38 year old female underwent bilateral silicone-gel breast implants in 1983. The procedure was not performed at this reporting facility, therefore, the MFR is not known. The pt now presents with probable ruptured implants and capsular contractions. Gross exam: the right implant is a double lumen with ruptured outer saline bag. The inner silicone gel-filled bag was intact. The left implant had both bags intact.